Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had an active alarm on the pump. Caller stated that there are no withdrawals, but the pump is alarming every hour. Caller said this has been going on for maybe a month, within a couple weeks within the month. Caller mentioned that the pump was alarming prior to the refill, but after they updated the pump, the alarm never stopped. The caller also mentioned that there was a motor stall on (B)(6) 2024 at 10: 20am and recovered at 11: 24am when the patient had an MRI. The issue was resolved through troubleshooting. Additional information was received from the manufacturer representative (rep) stating the alarm that was heard before the refill was from a low reservoir alarm.